Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient reported a 0617 and poor communication with their personal therapy manager (ptm). It was stated that the ptm had done it several times and the patient had been experiencing issues with the ptm for two years (ever since she received it). The patient tried 15 times on (B)(6) 2017 and was experiencing the ptm issues. The patient tried to get a hold of the healthcare provider (hcp) because of the ptm issue and the hcp had not contacted the patient back yet as the clinic may have been closed. The pain pump was refilled on (B)(6) 2017. The patient stated that ¿sometimes the hcp does not do what they are supposed to do with the pump, so when the patient gets home the ptm does not work properly¿. At the pump refill, the hcp did not do what they normally do at the refill. The patient asked the nurse about it and she said everything was okay. The ptm gets locked up on the patient, so she can¿t utilize it. The ptm issues occur off and on, so it did occur, but not always. The patient did not utilize an antenna for the ptm. On a second try to receive a bolus during troubleshooting, the patient was successfully able to receive the bolus. The code was resolved on the call. There were no medical symptoms reported. There were no further complications reported or anticipated.